Event description:
The physician was attempted to advance an endeavor resolute rx stent to lesion. There were no abnormalities noted prior to use of the device. The physician found a dissection while trying to pass through the lesion and gave up surgery. Evaluation summary: the stent was positioned between the marker bands as per specifications. The distal tip was slightly flared indicating that it may have been stubbed during advancement. A number of struts on the 13th and 14th proximal stent segments were misaligned, however, the stent was deemed acceptable as per manufacturing online visual inspections as the misalignment would have no negative clinical impact on the patient. Please note that this device (eres30030x) is distributed outside the united states; however, it is similar to the united states distributed product (ensp30030ux).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection and failure to deliver stent), patient's condition affected effectiveness of device (vessel morphology). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).